Event description:
It was reported there were problems experienced using a cardinal health 9 volt battery in a medtronic external pulse generator (epg) and another medical device manufacturer's product. When the cardinal health battery was placed in either device, neither device powered on, but when another 9 volt battery brand was placed in the compartments, the devices worked fine. It was noted that the cardinal health battery terminals are positioned much further down compared to another 9 volt battery brand's terminals. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.